Event description:
The customer indicates the device displays an ECG comm error code. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The complaint of an ECG comm error code could not be duplicated or confirmed. Upon powering up the device, the factory service technician identified that the software was corrupt (result code 605 & 626) and could not initialize the device. Cause of the device losing its programming is inconclusive but reprogramming the device with the latest version of software resolved the issue. Once the new software was installed, the device performed to specifications, and additional testing could not duplicate the error code. Due to the software corruption, the device log was lost and could not confirm the complaint. Upon installing the latest software version, the device passed release testing and was returned to the customer.